Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6)2024. The patient experienced a cgm accuracy issue which occurred the day after sensor insertion into the upper buttocks. On (B)(6)2024, the patient¿s cgm was reading 73 mg/dl, and the bg meter was reading 164 mg/dl. The patient was wearing an omnipod insulin pump. At an unspecified time later that day, the patient stated she had a low bg level, however, no bg meter or cgm values were reported at this time. No patient symptoms were reported. Emergency medical service (ems) was called and once they arrived, the patient was treated with glucose gel, orange juice, and oatmeal. Despite treatment, the patient¿s bg meter reading was 30 mg/dl. No cgm comparison value was reported at this time. The patient was then treated with an IV dextrose drip. After this, the patient¿s bg meter reading was 73 mg/dl and the cgm reading 100 mg/dl. After 10 minutes, the patient¿s bg meter reading was 86 mg/dl and the cgm was reading 260 mg/dl. After several more minutes, the patient¿s bg meter was reading 86 mg/dl and the cgm was reading high mg/dl. The patient remained at home and was not taken to the hospital. At the time of report, the patient¿s bg meter reading was 361 mg/dl and the cgm reading was 364 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the b zone of the parkes error grid earlier on (B)(6)2024. There were no reported glucose values available to search within the parkes error grid calculator after being treated by ems. The reported glucose values fall within the b and d zone of the parkes error grid after being treated with IV dextrose drip. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.